Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'watchdog error' alarms which were reproduced upon power-up of the device. 'Watchdog error' alarms were verified through a software evaluation and found to be caused by a software anomaly. The device was processed by clearing the sharp watchdog timeout error through reprogramming the processor circuit board and installing software v8.00.03 to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sharp watchdog error that cannot be cleared in the general patient ward during therapy (medication, dose, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.